Event description:
It was observed, that during the device evaluation. The subject device had corrosion of electrical contacts and corrosion of scope mount/free lock lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: corrosion of electrical contacts, corrosion of scope mount/free lock lever. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.